Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The device has been returned, and analyzed as part of the event.: serial # (B)(4), catalog #: 1650de, exp. Date: 11/30/2016, mfg. Date: 11/30/2015.

Event description:
It was reported by the vad coordinator that this patient reported power switching.&#2068;he batteries were exchanged without consequence to the patient.&#2062;o further information was provided.&#842;

Manufacturer narrative:
Additional information provided states that after the batteries were exchanged, the patient did not have any more alarms. There was no loss of power and only alarms and beeps. The patient requested to keep the controller since it is working properly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. Four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the devices revealed that the batteries passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable. Log file analysis revealed the controller ((B)(4)) upgrade. The upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Log file analysis also revealed power switching events due to communication errors involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. The manufacturer is investigating momentary disconnections (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional devices added for this event: battery: bat201554 catalog # 1650de MFR date: 10-31-2014 exp. Date: 10-31-2015, battery: bat202711 catalog# 1650de MFR date: 11-30-2014 exp. Date: 11-30-2015. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.